Event description:
It was reported that during a vena cava filter placement procedure, filter deployment difficulties occurred. Vascular access was obtained via the jugular. A 12f greenfield jugular titanium filter was selected and advanced to the vena cava. Upon deployment of the filter, the legs of the filter did not open. A secondary device was advanced to the filter to aid in the release of the legs. This was successful in allowing most of the legs to open, but not all. Some of the legs were also crossed upon themselves. The filter was placed in the intended location and no further intervention is planned. The procedure was completed with the placement of this filter. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).